Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow-up. During the device check, the pacemaker could not be interrogated. No intervention or patient condition was reported.

Manufacturer narrative:
Correction: upon review, the pulse generator manufacturer report 2017865-2022-21276, should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.